Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when observed under a microscope after implantation a shiny reflection was found on the surface (optic) of the iol. To give an example, there was a shiny reflection like the back of a cd. The surgery was completed without product replacement and the lens remains in the patient's eye. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Only video was provided. Received video shows an iol (intraocular lens) implantation. The iol is delivered into the eye. As the iol unfolds what appears to be a polychromatic sheen effect can be seen on the optic. The root cause is deemed to be manufacturing related. The cause of sheen or film-like appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).